Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device is faulty. The event was outside of use and there was no reported patient nor user harm. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device is faulty. The event was outside of use and there was no reported patient nor user harm.

Event description:
It was reported to philips that device has ECG equipment malfunction. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.